Manufacturer narrative:
H6: the quality investigation is complete. D4: lot number of the device is unknown, full UDI is not available.

Event description:
It was reported that during use in a procedure at the user facility, a second degree burn to the patient skin due to unintended activation of smoke evac pencil. No information was available regarding medical intervention or surgical delay.